Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer reverted to an alternate method insulin therapy. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.